Event description:
Malfunctioning of the endo stitch device with breaking of a 2 mm segment of the tip of the endo stitch needle that broke and got dislodged in between the intercostal muscles as the suturing was being placed and x-ray confirmed it, but because it was dislodged in between the intercostal muscles, going after very small piece of metal was going to increase high risk of possibility injury to the intercostal vessels, so the surgeon decided to leave this foreign body just intact and not remove it and cause more injury. It was confirmed with manufacturer that the needle is titanium (MRI compatable). When performing gastropexy, the endostitch's first needle that was introduced attempting to gently pass thru the peritoneal lining, there was a malfunctioning of the needle and tip broke and dislodged inside the intercostal muscles. The surgeon finished the gastopexy using polysorb suture with a new endostitch device and new set of needles to finish. The needle will remain embedded in the muscle which was confirmed by x-ray at the end of the case.